Event description:
It was reported that the device has an incorrect voice prompt sequence on power up. There were no reports of pt use associated with this event.

Manufacturer narrative:
The customer has declined the repair of the device due to the potential cost(s). The customer is looking into upgrading to the 2005 aha guidelines. The device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.